Event description:
It was reported that noise, oversensing causing pacing inhibition was observed on the right atrial (ra) and right ventricular (rv) leads. Both the ra and rv leads were extracted and replaced. There were no patient consequences, the patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.